Event description:
The initial reporter received questionable gen.2 ise indirect for na results on a cobas 6000 c 501 module. The initial na result was 169 mmol/l. The repeat result was 143 mmol/l. No questionable results were reported outside of the laboratory. It is unknown which result was deemed correct. The electrode serial number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer changed the tubing in the rinse unit. The investigation is ongoing.